Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system and non-boston scientific leadless pacemaker received inappropriate electric shocks. Upon review, it was noted double accounting and multiple morphologies. Troubleshooting options were discussed and recommended. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.